Manufacturer narrative:
The technical service representative was unable to determine a cause. The customer will continue to repeat and monitor high creatinine results going forward. The field service representative was unable to replicate the problem. He performed instrument checks which were all within specification. Controls were run to verify analyzer performance. The investigation is ongoing. When additional information is received, appropriate notification will be provided.

Event description:
User experiencing ongoing issues with discrepant patient creatinine results for three patient samples. The following two patient examples were determined to be erroneous. Sample 1, initial result gave 1.2; repeat gave 0.6 mg per dl. Sample 2, initial result gave 1.4; repeat gave 0.7 mg per dl. The initial results were not reported. No patients adversely affected.